Event description:
Manufacturer report number 3006705815-2019-01609. Manufacturer report number 1627487-2019-05153.

Manufacturer narrative:
Investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 3006705815-2019-01609. Manufacturer report number 1627487-2019-05153. It was reported that the implantable pulse generator device system had ineffective stimulation. There were multiple reprogramming sessions completed. Patient requires a magnetic resonance imaging compatible device and a spinal fusion procedure. Device system was explanted. There were no complications during the procedure and the patient was stable.